Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s battery was not charging and that the indicator light on the battery charger was flashing red. The site further reported that the battery was not providing power to the controller when it was connected to the controller port. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. The reported battery flashing red was confirmed during bench testing. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. The battery is still able to charge and provide power to a controller. The battery flashing red was most likely perceived by the patient as the reported ¿not charging¿. However, the reported battery with no power and not charging could not be confirmed. The most likely root cause of the reported battery flashing red can be attributed to a battery that is out of calibration. If information is provided in the future, a supplemental report will be issued.